Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable fault 1162 occurred. The intuitive surgical inc technical support engineer (tse) reviewed the system logs and found multiple errors against one of the system boards. A system reboot was performed as instructed by the tse, which cleared the error. The surgeon was not comfortable proceeding with the current system and chose to abort the procedure to a multi-port system. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system configuration board following the reported error. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the configuration board involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A return material authorization (RMA) was issued to evaluate the isi device. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.